Event description:
Same patient as 2134265-2009-02134. Taxus express2 pmss clinical study. It was reported that after a coronary artery stenting procedure the pt experienced an in-stent restenosis. The target lesion was located in the 1st obtuse marginal. There was a history of stenosis pre-procedural visual inspection. The physician predilated the lesion up to 14 atms. The target lesion was treated with the implantation of a 2.75x28mm taxus express2 stent at 8 atms and a 2.50x12mm taxus express2 stents at 8 atms. The physician post-dilated the lesion up to 20 atms. The pt was discharged 2 days later on panaldine and bayaspirin. In 2008, restenosis in the target lesion was located in the 1st obtuse marginal. Action taken was angiography without revascularization. Pt outcome was unchanged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.